Event description:
The company was informed that the patient underwent a MRI procedure with the internal magnet in place. The patient reportedly experienced pain during the MRI. Revision surgery to replace the internal magnet took place on (B)(6) 2014. The patient is reportedly doing well with the new magnet.